Event description:
We were contacted by an attorney representing the surgeon in a malpractice case, that our bipolar forceps was used during the tubal ligation procedure. The attorney wants to obtain video tape of such a procedure, but we don't have any.patient allegedly had post op infection and resulted in uterus removal.